Event description:
Reporting status: serious injury - medical intervention; reporting rationale: treatment of thrombosis; device issue: none. It was reported that the vision was implanted in the rca lesion after pre-dilatation. After the procedure was completed the pt complained of chest pain. Sub-acute thrombosis was suspected so angioplasty was performed, and thrombosis related stenosis was observed. Suction of the thrombus was attempted, but was not sufficient; therefore, another company's stent was implanted to retrieve the blood flow. The procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. Angina and thrombosis, as listed in the instructions for use, are known adverse events associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.